Event description:
It was reported that during the procedure, when advancing a 2.75 x 18 rx vision stent delivery system (sds) into a 5fr non-abbott guiding catheter to treat a non-calcified lesion in the non-tortuous proximal right coronary artery, the rx vision sds was difficult to advance once reaching the distal portion of the guiding catheter; force was applied during advancement. The sds was withdrawn with resistance felt and force applied against the guiding catheter, and it was then noted that the stent dislodged proximally off of the balloon. Another 2.75 x 18 vision stent system was able to be advanced through the 5 fr guiding catheter without issue and was advanced then deployed successfully. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported difficulty to position and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is most likely that the application of force contributed to the reported stent dislodgement during retraction of the device. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.